Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic/phrenic nerve stimulation from the left ventricular (lv) lead. It was noted the physician used various other vectors and the stimulation was "managed." The lv lead remains in use. No further patient complications have been reported as a result of this event.